Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed with autofill failure. There was no patient involvement.

Manufacturer narrative:
The fse identified the pim module was defective. After replacing the pim the fse carried out preventative maintenance. The unit passed all functional and safety tests and was returned to the customer for use.

Event description:
N/a.